Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the atrial lead was hanging straight in the right atrium and sensing was low. The lead was capped (B)(6) 2019 and replaced. There were no patient consequences.